Manufacturer narrative:
Based upon the retained lot testing, no abnormalities. However, lot 58047 was produced prior to the pen needle thread hub reevaluation which optimized the assembly of the pen needle to the insulin pen. No direct link to the threading and blockage.

Event description:
End user reports that while using item 831061 lot 58047. The pen needle becomes blocked after administering 6/10 units of levemir insulin. This causes the user to have to change the pen needle to finish administering the insulin.

Manufacturer narrative:
Initial trend analysis for lot 58047 was conducted, no malfunctions were found. This is the only complaint for lot 58047. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using item 831061 lot 58047. The pen needle becomes blocked after administering 6/10 units of levemir insulin. This causes the user to have to change the pen needle to finish administering the insulin.